Event description:
The customer reported having low blood glucose of 30 mg/dl, and the paramedics treated him at home. The customer stated that he overdelivered insulin for a correction. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the reservoir has the same amount of insulin that the status screen shows. The customer stated that he calibrates the blood glucose meter three to four times a day. Also, it was found that the customer calibrates while unstable. Advised the customer to calibrate four times a day when his glucose level is stable. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.